Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd4 1.36% (2000 ml, frequency not reported) intraperitoneally (ip) for end stage renal disease (esrd) via continuous ambulatory peritoneal dialysis (capd). On an unreported date, the pt experienced a break in aseptic technique (details not provided) and subsequently experienced peritonitis manifested by cloudy effluent. On the same day, the pt was hospitalized for the event. On the same day as peritonitis confirmation by culture (date not reported) the patient began treatment with zinacef (750 mg, 1 time/day, ip) and gentamicin (40 mg, 1 time/day, ip) for bacterial peritonitis. Concomitant therapy was not reported. Eleven days after experiencing the peritonitis, zinacef and gentamicin were withdrawn. On the same day, the patient recovered and was discharged from the hospital. Dianeal therapy was ongoing. Additional information was requested but is not available.